Event description:
It was reported that following an unrelated surgical procedure the ipg became inoperable and was unable to communicate with external devices. Additionally, patient's ipg had migrated due to recent weight loss. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.